Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances greater than 2,000 ohms. Sensing and shock impedances were normal. It was noted, that the pacing impedances has been progressively increasing over the past 6 months. No programming changes were made and the lead will be monitored closely. No adverse patient effects were reported.